Manufacturer narrative:
The device was not returned to olympus for inspection. However, the device was inspected on site by a field service engineer (fse). A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited faulty main lamp and light emitting diode. There was no patient involvement.